Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not receive a low battery alert prior to the replace battery alert twice. Customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. Customer stated that the insulin pump received insulin flow blocked alert and it had electrical problems. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No delivery alarm/occlusion - unknown timing not confirmed. The power management tool did not indicate abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Low battery alert less than 1 week not confirmed. Charge/battery lasts less than expected not confirmed.